Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a broken belt clip slot.

Event description:
Customer reported a compromised force sensor system alarm. The customer's blood glucose 128 mg/dl. Troubleshooting did not find any damage to the drive support cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.